Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. (B)(6). A facility biomedical engineer evaluated the iabp and did not find issues with the unit. The iabp unit was able to pass all tests performed by the biomedical engineer. There was no information in the iabp fault logs. However, the biomedical engineer did find a bad pressure cable which was not a getinge product. The facility biomedical engineer released the unit back to clinical service. Additionally, a getinge representative met with the customer, and she said the iab disposable was removed and discarded. The customer believes the balloon may have clotted due to either it not being properly flushed during the balloon prep prior to insertion or the flush not being maintained properly prior to the equipment arriving on that unit. Either way, the customer believes it was user error and not equipment failure.

Event description:
During patient surgery, the cs300 intra-aortic balloon pump (iabp) unit was unable to get an arterial waveform accurate hemodynamics. The customer attempted to hook-up the radial arterial line and the iabp would not zero.the customer brought in a second console and it still would not zero with radial arterial line. The customer then swapped out the transducer cable with 2nd console and was able to get radial pressure. The iabp was zeroing and the original unit was sent to biomedical engineer for evaluation. Additionally, the intra-aortic balloon catheter (iabc) was clotted with blood. There was no adverse event reported. A separate report will be submitted for the iabc involved.